Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's father reported that the pt has been experiencing elevated blood glucose levels (greater than 600 mg/dl) and has been hospitalized twice as a result. The pt was hospitalized on (B)(6) 2011 and discharged (B)(6) 2011 and was admitted again on (B)(6) 2011 until (B)(6) 2011. The pt was diagnosed with dka each time. The pt was given IV insulin and remained on the pump throughout. The pt's health care provider had the pt change their infusion set each time and their bg level began to decrease. The pump settings were confirmed to be correct. The pt reports never having visible moisture or dampness in the cartridge compartment, however reports the smell of insulin. The pt's father believes that the cartridge is leaking causing elevated blood glucose levels.